Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient had decreased near vision, could not read small print and dim light, could not read from computer, ipad, cell phone and books. Lights constantly gave a small rainbow at edge of right eye if reflected a certain way. The patient also had some strobe like issues when going from inside to outside and any change in lighting. The patient was told her retina was fine and need reading glasses so that she could read and to complete her routine activities. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and stated the patient is very tired of headaches from string to see.

Manufacturer narrative:
Additional information provided in d.6.b., b.5., h.3. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated the lens explantation has been scheduled. Additional information has been received and stated the lens was exchanged with another company lens. There are two medical device reports associated with this patient. This report is associated with the right eye.

Event description:
Additional information has been received and stated the patient symptoms were still continuing and she had consultation where she was advised to have the lens removed.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).